Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. Device code: (B)(4): this lens model is contraindicated for patients with age less than that of 21 years. Claim # (B)(4):

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -05.50/+4.0/078 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2021. The lens was explanted on (B)(6) 2021 due to lens rotation not associated to a low vault. The lens was replaced with another same model/length but different diopter lens and the problem was resolved. The replacement lens was implanted in a vertical position. The cause of the event was unknown.

Manufacturer narrative:
H3 - device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found the no visible damage. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).